Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2005. It was reported the patient experienced a sudden change in therapy. The pump needed to be refilled prior to the refill date at her initial refill. The patient went through withdrawals and had to be in the hospital for 10 days because of the withdrawals. There were "lots of problems with that pump, including the pump would stop every watch battery or any battery I was around" and it was the "weirdest thing". (See manufacture report 6000030-2016-00083 regarding pump replacement).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.